Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
See manufacturer report 3004209178200702734. The patient reported that after her interstim implant, she experienced periodic seaping from her implant site. It felt like the implant was moving towards the surface and her wound opened. An infection developed and she was treated with antibiotics with no success. The device was replaced in 2007. The hcp confirmed that the patient experienced redness, drainage, pain, and incisional wound opening at the device pocket site. A culture was taken from the device pocket and found to be staph aureus. Both IV and oral antibiotics were administered and the total device system explanted and the infection resolved.